Manufacturer narrative:
H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Manufacturer narrative:
B5: reportedly, lens explanted on (B)(6) 2023 and became damaged. Claim# 730675.

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -12.00 diopter was implanted upside down. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - lens exchanged on (B)(6) 2023 and problem was resolved. Reportedly, "replacement encessary due to haptic torn of the initial lens during the repositioning trial." Claim# (B)(4).